Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. It was unable to verify for keypad and uncontrollably numbers anomaly due to blank display. Device had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was accidentally dropped into the pool and then the numbers on the screen would keep ramping. Blood glucose value was 93 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.